Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2021 getinge became aware of an issue with one of surgical lights - xten. Initially, the claimed problem was considered as non-reportable. During the technician's visit on (B)(6) 2022, technician additionally observed paint peeling. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - xten. Initially, the claimed problem was considered as non-reportable. During the technician's visit on (B)(6) 2022, technician additionally observed paint peeling. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. According to the service technician, the offer of the repair has been proposed to the customer, however, it is still pending the customer¿s approval. It was established that when the event occurred, the surgical light did not meet its specification due to the occurrence of paint chipping and it contributed to the event. There is no information if in the time when the event occurred, the device was or was not being used for patient treatment. During the investigation, it was found that in the past the reported scenario has never lead to serious injury or worse, to death. According to the analysis performed by the subject matter expert, the manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of d4 serial # and h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous d4 serial # (B)(6), corrected d4 serial # (B)(6). Previous h4 device manufacture date 2006-03-06, corrected h4 device manufacture date 2006-07-19.

Event description:
Manufacturer's reference number (B)(4).